Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Blood glucose level was 130 mg/dl. Reportedly, the customer was able to load a new cartridge onto the pump and resume insulin delivery.